Manufacturer narrative:
The facility stated an employee was injured while attempting to remove a jammed rack from the washer door. While adjusting the rack, the door from the reliance 444 washer fell and landed on the operator's left hand. The operator sought medical treatment at the facility's emergency room and was prescribed an anti-inflammatory pain medication and received a splint on her forearm and left hand. A steris service technician arrived at the facility, inspected the unit and confirmed that the washer door was not functional. To resolve the issue, the technician replaced the door cable, performed several test cycles and confirmed the unit was operating to specification. The washer was installed in (B)(4) 2008 and is currently under steris service contract. The unit last received preventative maintenance on july 7, 2014 at which time the unit was confirmed to be operating to specification. The operator manual section 4.15 states, "if an obstruction is present in the wash chamber door and door is unable to raise, do not attempt to remove obstruction from under the door. Door cables may have slackened and door may close at high speed when obstruction is removed. Call a qualified technician to safely remove obstruction."

Event description:
The user facility reported an employee was injured while attempting to remove a jammed rack from their reliance 444 single-chamber washer. The employee sought and received medical treatment at the emergency room. No procedural delays/cancellations reported.